Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5095118 that a female patient underwent an unspecified breast implantation procedure with unspecified mentor saline breast implants and suffered several unexplained systemic symptoms, including changes in energy, mood, and mental health, depression, anxiety, itching on breast, lump that required a lumpectomy (side unknown), burning pain in feet, joint pain, neuropathy, musculoskeletal pain (legs and feet), fatigue, insomnia, hair loss, mood disorder, and difficulty in memory. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent an en bloc capsulectomy to remove the implants and scar tissue on (B)(6) 2020. This report is for the second of two devices.